Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found the thumb ring detached from the handle and the side car-rx presents pushback out of specification. The thumb ring and the handle shows coincident marks that indicates proper assembly during manufacturing. The evaluation concluded that during its handling, the thumb ring could have received tensile and/ or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Additionally, the thumb ring and handle show coincident marks that indicate proper assembly during manufacturing process. Based on the additional information and the results of the investigation, the most probable root cause of this complaint is "handling damage". The failure side car-rx pushback is most likely due to excessive manipulation of the device and interaction with the scope or other devices. Additionally, residues were present on the returned device indicating use and handling. Therefore, the most probable root cause for this failure is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the device package was opened, the thumb ring was noted to be detached from the handle. The physician was able to re-attached the thumb ring and continue with the procedure. The trapezoid¿ rx basket, used in conjunction with an alliance handle, was able to crush a 1.75cm stone and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".